Event description:
The customer called to report an error alarm on the insulin pump during the rewind. The displacement test was performed and the insulin pump failed the test. Advised the customer to discontinue using the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.